Manufacturer narrative:
(B)(4). (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd fluids. On the same day as onset, the pt was hospitalized for the event. Treatment was not reported. On an unreported date, the patient was retrained in proper aseptic technique for performing pd therapy. Two weeks after onset, the pt was recovered from the peritonitis and was discharged from the hospital. At the time of this report, dianeal therapies were ongoing. Additional information was requested but is not available.